Event description:
Caller reported that the pump display was blank, with only the backlight turning on, affecting the ability to interact with or read the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer chose to use mdi as backup therapy, declining the option of an out-of-warranty loaner pump.